Event description:
It was reported to boston scientific corporation in late 2005 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), the same day. According to the complainant, the hydrophilic coating joint of the angle wire peeled when the guide wire was handled. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned guide wire revealed that there was a 1/2 cm gap between the pebax and the ptfe sheath and the ptfe sheath was bunched up. The complaint has been confirmed and the root caused could not be determined.